Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Cartridge change was performed resolving the issue. No adverse impact to customer's blood glucose.